Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470 competitor implantable pacing lead, (B)(6) 2013; 0155 competitor implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had dislodged within two weeks of a previous lead revision procedure. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.